Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that failed drawer is functioning incorrectly at this time. A field service engineer conducted a verification and determined that no issues were present at this time. The system functioned as intended after the field service engineer serviced the device.

Event description:
The customer reported that the drawer of the pyxis medstation es system was not opening. I attempted a restart, but the issue persisted, affecting the entire drawer. A customer reported that users were unable to dispense medications to patients due to this malfunction. There were no adverse events or injuries reported based on this event.

Event description:
The customer reported that the drawer of the pyxis medstation es system was not opening. I attempted a restart, but the issue persisted, affecting the entire drawer. A customer reported that users were unable to dispense medications to patients due to this malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d5, d9, h6, a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 02-dec-2022 to 01- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and functioned incorrectly. A field service engineer conducted a verification and determined that no issues were present at this time. The system functioned as intended after the field service engineer serviced the device.